Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 170524. The review confirmed that all routine sterilization processes and tests were carried out normally during the production process. The needles were sterilized with no quality issues identified. The sterilization parameters were within compliance with the validated process and biological indicators were satisfactory for the forty external process challenge devices (pcd) which were used to monitor the sterilized load. Each pcd contained a biological indicator, which is a test strip of paper implanted with bacteria. The bacteria on the test strip was killed during the sterilization process. Bioburden tests have also been conducted with satisfactory results. Microlance needles are manufacturing within a designated clean room. There are environmental monitoring programs in place to ensure the highest level of product. To aid in the investigation of this incident, picture samples were provided for evaluation by our quality team. The picture provided showed microbiological growth, however, there is not detailed information provided about the performance of the testing or additional information regarding the sample conditions. Considering the information provided and through review of the production and inspection records, it is not possible to identify a cause related to the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that the needle 25ga 1in had sterility issues. The following information was provided by the initial reporter, translated from french to english: "furthermore, the analysis of the last batches me0044 and me0045 of the product methyl prednisolone nad revealed non-compliant sterile microbiology results (non-compliant needles)."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 25ga 1in had sterility issues. The following information was provided by the initial reporter, translated from (B)(6) to english, "furthermore, the analysis of the last batches me0044 and me0045 of the product methyl prednisolone nad revealed non-compliant sterile microbiology results (non-compliant needles)."